Event description:
Related manufacturer reference #: 1627487-2019-07873. Related manufacturer reference #: 1627487-2019-08906. Related manufacturer reference #: 1627487-2019-09286. Follow-up information revealed the patient underwent surgical intervention wherein the entire drg system was explanted due ineffective therapy. The patient's ipg and additional lead have been added as new devices.

Event description:
Related manufacturer reference #: 1627487-2019-07873. It was reported the patient noticed a change in stimulation therapy. Diagnostic testing revealed high impedance values on one lead contact. The patient also stated they had a fall. As such, the patient will undergo surgical intervention to address the issues. It is unknown which lead is liable. Therefore, all suspected devices are being reported.

Event description:
Related manufacturer reference #: 1627487-2019-07873. Related manufacturer reference #: 1627487-2019-08906. Related manufacturer reference #: 1627487-2019-09286. Follow-up information revealed the patient's drg system was also replaced on (B)(6) 2019 due to ineffective stimulation.